Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The chronic total occlusion lesion was located in the moderately calcified mid right coronary artery. On the first inflation the 1.5x15mm apex flex monorail balloon was inflated for 10 seconds and ruptured at 2 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as "no problem" with no complications reported. This device is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.